Event description:
The complainant reported that there was low purge pressure during impella cp patient support. During the coronary artery bypass grafting procedure, the purge flow began to go to 30 and the purge pressure dropped below 200. The purge cassette was replaced and the controller was changed. Neither resolved the issue. The doctor replaced the cp in the operating room. The new cp was placed and was working properly. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The product with event logs were received and the investigation was completed. Device history record review was completed, and pump passed all post-sterile inspection checks. Purge pressure low: clinical details note that during a coronary artery bypass graft (CABG) procedure on the second day of impella support, the purge flow began to increase to 30 ml/hr. And the purge pressure dropped below 200. Replacing the purge cassette and controller did not resolve the issue. It was stated there was no leak observed and no excessive force used. Data log review showed an increase in purge flow from ~7 to 30 ml/hr. Within an hour. Surgical mode was enabled approximately two hours after the purge flow got to 30 ml/hr. The returned product was evaluated and there was a crack found on the back of the purge sidearm filter and the low purge pressure reproduced with a leak observed from the filter crack. The cause of the low purge pressure was a leak from the damaged sidearm filter, which was use-related based on the crack observed on the back of the returned purge sidearm filter. Correspondingly, sections d9: device received by manufacturer with receipt date and h6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.